Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty transistor on the bridge board. The customer declined repair of the device. The device was returned labeled "not for clinical use". Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed a "bridge test failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.